Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please see related MDR report number 2015691-2021-02995 for the delivery system withdrawal difficulty and injury.

Event description:
As found reported by our affiliates in (B)(6) , the 26mm sapien 3 ultra valve was successfully implanted by transfemoral approach in aortic position. However, there was mild to moderate pvl and the decision was taken to post dilate the new valve. The balloon was inflated successfully and resolved the pvl. When trying to remove the delivery system, there was difficulty trying to pull it back through the sheath. On investigation with fluoroscopy, it was noticed that the sheath had inverted and the balloon had ruptured while pulling it into the sheath. The devices were withdrawn through the access site. After successful removal, the vascular surgeons were called to resolve an issue in the femoral artery. The artery was successfully repaired and the patient outcome was good. As per medical opinion, the root cause of the event was that the balloon was catching on the esheath.

Manufacturer narrative:
The 14fr sheath was returned to edwards for evaluation with the delivery system fully inserted through after being used in the procedure. The returned device was visually inspected. The liner was delaminated circumferentially, approx. 4" in length starting from sheath distal tip. The marker band is intact and attached to liner. No soft tip damage was noted. Minor scratches were observed. The remainder of sheath liner expanded as designed. There was a slight curvature to sheath shaft. Imagery of the device post procedure was provided by the site. Per the images, the sheath distal liner portion appeared to be fully circumferentially delaminated from shaft with the marker band still present. Additionally, balloon profile appeared altered at distal end (balloon material partially folded over the distal nose tip). Due to nature of the complaint, no functional testing nor dimensional inspection was able to be performed on the returned device. The complaint was confirmed through visual observation. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. IFU for esheath, commander IFU, preparation training manual, and procedural training manual were reviewed. It notes to ''ensure the balloon is completely deflated'' prior to pulling the delivery system through the sheath. No IFU/training manual deficiencies were identified. A review of complaint history on confirmed complaints (returned and no product returned) from may 2020 through april 2021 revealed the following for the edwards esheath introducer set (all models and sizes) with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the potential root causes identified, the following are potentially applicable to the current evaluation: procedural factors: excessive manipulation; withdrawal of altered balloon profile. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for liner delamination was confirmed based on the visual inspection of the returned device and through the provided imagery. However, no manufacturing non-conformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history, revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination was present out of the box. Per complaint description, ''upon trying to remove the delivery system, there was difficulty trying to pull it back through the esheath. On investigation with fluoroscopy, it was noticed that the esheath had inverted and the balloon had ruptured (when pulling it into the sheath)''. Per the training manual, ''ensure the balloon is completely deflated'' during delivery system retrieval. It is possible that residual fluid left in the balloon caused the balloon profile to be larger when withdrawn through the sheath. The larger profile can catch on the sheath tip during retrieval and prevent further withdrawal. Alternately, if tortuosity was present in the access vessel, it would create a non-coaxial alignment of the delivery system/balloon and sheath distal tip upon reentry into the sheath which can potentially lead to the balloon to be catching on the sheath distal tip. Per the follow-up response, ''as per medical opinion, what was the root cause of the balloon burst? Balloon catching on the sheath''. As difficulty was encountered during delivery system withdrawal, excessive manipulation was likely applied to overcome such difficulties, leading to the sheath delamination as well as the damage of the balloon. Available information suggests that procedural factors (excessive manipulation, withdrawal of altered balloon profile) may have contributed to the reported event. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The complaint was confirmed. However, no manufacturing non-conformances that would have contributed to the reported event were identified. Available information suggests that procedural factors procedural factors (excessive manipulation, withdrawal of altered balloon profile) likely contributed to the complaint event. No labeling or IFU inadequacies have been identified. Since no edwards defect was identified, no corrective or preventative action is required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.